Event description:
Tensioner will not hold cable properly. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation:the results of the evaluation performed suggest the event could not be verified.